Event description:
The clinic reported that a laser vision correction patient undergoing conventional lasik treatment presented at the three month post-op examination on (B)(6) 2012 with what appeared to be a central island in each eye. The patient's post op best corrected visual acuity (bcva)was 20/60 in both eyes.

Manufacturer narrative:
The clinic did not request field service for the equipment. The amo clinical development manager (cdm) contacted the customer and reviewed the operative reports and patient data. The cdm reported that no issues were noted in the operative report and the treatment was completed successfully. In reviewing the system records no issues were found with the laser calibration. The cdm review of patient data revealed the following: at the patient's one month post-op exam the physician noted an irregular corneal shape. The patient's bcva was not performed. The patient was examined again at the two month follow-up and the bcva was noted to be 20/20 in each eye. At patient's three month exam a corneal topography was performed which suggested the presence of a central island in each eye. All pertinent information available to amo has been submitted.   Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.